Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon review, it was found the right ventricular lead exhibited high defibrillation impedance. It was unclear whether the impedance issue was due to physiological reasons or lead integrity issues. During the lead revision procedure, the physician did not note any damage on the lead. The lead was capped and replaced on (B)(6) 2019. The patient was stable, before, during, and after the issue and no consequence for the patient was observed.